Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00133. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the backup battery alarm had failed. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer was provided a quote for onsite service and replacement parts. The quote was accepted. Onsite service is scheduled for (B)(6) 2023. An onsite service was completed, and the field service engineer (fse) confirmed the issue of an 1104 backup alarm failed error code populating the screen while the unit was running and confirmed the code in the logs. The central processing unit pcba was replaced, and the reported issue was resolved. The device successfully passed all required tests and was returned to the customer for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The results of the testing of this cpu resulted in confirmation that the ls1 did not emit an audible tone through the application of 10-volt direct current (dc). This confirmed that the returned cpu pcba was faulty. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.